Manufacturer narrative:
The report states: litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip on his right side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will likely require a revision surgery. Doi: (B)(6) 2008 - dor: unk (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip on his right side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will likely require a revision surgery. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip on his right side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and will likely require a revision surgery.